Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct h9. H9 should be blank.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Based on the results of the investigation, a definitive root cause for the white residue in the air/water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air/water channel and no image. There was no patient involvement.